Event description:
On (B)(6) 2011 customer reported that while performing calibration, the dxh 800 instrument sample probe punctured the bottom of a glass calibration tube, spilling approximately 2 ml of calibrator material into the instrument. No exposure or injuries were reported and no erroneous patient results were generated. Field service engineer (fse) used proservice remote diagnostic system and adjusted the tube bottom sensing up for control tubes so the glass tubes did not make contact with the probe. This resolved the issue and no further problems were reported.

Manufacturer narrative:
(B)(4).